Event description:
Asr revision;asr xl acetabular system - right;reason(s) for revision: pain; alval/soft tissue reaction.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system - right, reason(s) for revision : pain & alval/soft tissue reaction. 2nd revision - resurfacing to xl system - see (B)(4) for first revision. Update received: 20th february 2014 - marked as legal, added (B)(6) reference number, amended implant dates, cross referenced, added hospital: (B)(6) and added surgeon's forename: (B)(6). Cup implanted: (B)(6) 2009; xl product implanted: (B)(6) 2010; all products revised: (B)(6) 2012. Update received 8th march 2014. Revision date corrected. Stem added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system - right, reason(s) for revision : pain & alval/soft tissue reaction. 2nd revision - resurfacing to xl system - (B)(4) for first revision. Update received: 20th february 2014 - marked as legal, added (B)(6) reference number, amended implant dates, cross referenced, added hospital: (B)(6) and added surgeon's forename: (B)(6). Cup implanted: (B)(6) 2009, xl product implanted: (B)(6) 2010, all products revised: (B)(6) 2012. Update received 8th march 2014. Revision date corrected. Stem added. Update received 17th july 2014. Complaint category and hospital amended.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; asr xl acetabular system - right; reason(s) for revision : pain & alval/soft tissue reaction. Second revision - resurfacing to xl system - see (B)(4) for first revision. Update received: 20th february 2014 - marked as legal, added (B)(4) reference number, amended implant dates, cross referenced, added hospital: (B)(6) and added surgeon's forename: (B)(6). Cup implanted: (B)(6) 2009. Xl product implanted: (B)(6) 2010. All products revised: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.